Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/26/2018 that on (B)(6) 2018, a loss of connection occurred. No additional patient or event information is available. No product or data was available for evaluation. Confirmation of the complaint and a root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. The reported event of loss of connection was not confirmed via data. The root cause could not be determined.